Event description:
On 10/24/91, complainant took a test used to determine if she has asthma. The test is given by machine in a simulated environment that contains pollutants and irritants. The pollutants and irritants supposedly stayed in her body and inflamed her airways. She was given bronchodilators after the test and had a reaction after the first inhalation which reinflamed her airways. The complainant said that she has been on disability since 1/90 with multiple chemical sensitivity which developed after a chemical exposure. Her lung capacity has decreased 50% after the first inhalation. During the test, the complainant has a mask on and the air with the simulated pollutants is sucked in.